Event description:
Customer reported the aviva system gave a blood glucose result of 169 mg/dl at a time when he was symptomatic of hyperglycemia. Customer did not treat based on the aviva result; went to a hospital. Hospital meter result "more than 20 minutes" later was "so high it did not register a reading". Customer was admitted into the hospital and was given an unknown amount of insulin. Strips not available for return, replacement system sent.